Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that display was not showing all required information. A rotablator rotational atherectomy system was selected for use. During the procedure, the device was started, however, the display was not showing all required information. The device showed less that 180,000 rotation. They were not sure if its only shown or if it was real. The procedure was completed with this device. However, after the procedure the display(rotational speed display) was black and only the dynaglide indicator shows the green light. No patient complications reported.